Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that upon removal from the packaging, a bend was allegedly identified toward the back of the delivery catheter, but the healthcare professional decided that the delivery system was still operable. It was further reported that upon advancement to treat the right superficial femoral artery, the delivery catheter allegedly broke. Therefore, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that upon removal from the packaging, a bend was allegedly identified toward the back of the delivery catheter, but the healthcare professional decided that the delivery system was still operable. It was further reported that upon advancement to treat the right superficial femoral artery, the delivery catheter allegedly broke. Therefore, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Investigation summary: a stent delivery system was returned. Based on the evaluation of the returned sample the reported issue could be confirmed. The system was returned in unused condition with locked safety slider and the sheath was found to be kinked in several sections. In one kink a complete break of the system was identified. An indication for a process related issue could not be found. Based on the information available, and the evaluation of the returned sample a definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding unpacking the IFU states: 'do not rotate the grip while extracting the stent system from the tray.' Furthermore the IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' And 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.'